Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed battery out limit. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer was unable to clear the alarm with the esc and act buttons; the buttons were no longer responsive. The insulin pump will be returned and replaced.

Manufacturer narrative:
Buttons did not respond due to corroded keypad traces. Unable to perform run current test, unexpected restart error test and displacement test due to button keypad anomaly. Device passed idle current test. Unable to verify battery out limit alarm due to button keypad anomaly.